Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep anomaly noted. However, unit alarmed motor error during rewind due to corroded the motor home switch. Also moisture damage electronic assembly during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and the insulin pump will not turn on. The customer¿s blood glucose was unknown at the time of the incident. The customer stated the she was sailing and fell overboard while connected to the insulin pump and it would not turn on after. Customer also mentioned that the insulin pump vibrated, had a constant tone and then turned off. Customer stated that the insulin pump display immediately went blank after exposure to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.